Manufacturer narrative:
Therapy dates and desc updated. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.50x38mm synergy¿ drug-eluting stent was advanced but failed to cross the tortuous area in proximal rca. The device was tried to cross but the distal portion of the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.50x38mm synergy¿ drug-eluting stent was advanced but failed to cross the tortuous area in proximal rca. The device was tried to cross but the distal portion of the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.